Event description:
It was reported a cadd® cadd-legacy® pca pump was beeping repeatedly without an error message. The patient attempted to reset the pump by switching out battery, but still beeping repeatedly (no error message). The reported product fault occurred while in use with the patient. The product issue did not cause or contribute to patient or clinical injury. The reason or diagnosis for use is pulmonary arterial hypertension.